Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. A visual examination of the crimped stent found stent struts along the proximal portion of the crimped stent were damaged, severely bunched and lifted upwards from the stent profile. It is likely the crimped stent may have encountered resistance during withdrawal. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid left circumflex (lcx) artery. Predilation was performed with an unspecified balloon catheter. Subsequently, a 20 x 2.50 promus premier¿ drug-eluting stent was selected for use and advanced to treat the lesion. However, upon passing through the vessel, the stent strut was deformed. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified mid left circumflex (lcx) artery. Predilation was performed with an unspecified balloon catheter. Subsequently, a 20 x 2.50 promus premier¿ drug-eluting stent was selected for use and advanced to treat the lesion. However, upon passing through the vessel, the stent strut was deformed. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.